Event description:
It was reported that the lower screen (dot matrix) of the external pulse generator (epg) had columns missing. The epg has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the upper case was broken, the lower case was contaminated, the battery release was contaminated, one side bail cover was broken, the battery contacts were contaminated, the battery flex was contaminated, the heart lead flex was contaminated, and the display was contaminated. (B)(4).